Manufacturer narrative:
An investigation has started and is still ongiong.

Event description:
The hand piece port on the console is broken and it is impossible to get the hand pieces to seat propely.